Event description:
It was reported that during a percutaneous coronary intervention procedure the balloon inflated past the markerband. The 2.5x15mm maverick2 balloon was advance to the proximal right circumflex (cx) and it was noted that the proximal end of the balloon inflated past the markerband. The balloon was deflated and removed from the patient and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the hypotube was kinked at various locations along its length. No physical defects were noted with the balloon. The proximal to distal markerbands were measured and found to be placed correctly for a 15mm length balloon. The device was attached to an encore inflation unit and the balloon was inflated to its nominal rated burst pressure of 6 atmospheres. Therefore device analysis can confirm that no issues existed with the balloon length or with the outer diameter of the balloon. No issues are noted with the length of the proximal cone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure the balloon inflated past the markerband. The 2.5x15mm maverick2 balloon was advance to the proximal right circumflex (cx) and it was noted that the proximal end of the balloon inflated past the markerband. The balloon was deflated and removed from the patient and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good".